Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion and was injured by excessive levels of chromium and cobalt as a result of the implantation with the asr hip implant. Update rec'd 2/13/15 - litigation papers received. The complaint is being amended from asr to pinnacle. The asr cup and liner are now being changed to a unknown pinnacle liner and head. An unknown stem is now being added to address previous allegations of toxic metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.